Manufacturer narrative:
The ge service rep removed and replaced the battery pack assembly. He tested the system. The unit runs as intended. This was a demo system.

Event description:
The customer reported the system displayed a precharge voltage error. No pt injury was reported.